Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture. One of the sutures was broken at the black section and the needle was missing. It was reported that the needle unexpectedly separated from the thread while in use, a component disengaged from the device into the surgical cavity and the needle fell out of the jaws of the device. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument, (lot #j2k1483ey). Vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm, (lot #n3b0627y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during total laparoscopic hysterectomy, at vaginal cuff closure, the first device was placed on the left cuff angle and would not cinch down properly. The surgeon removed the suture and started with a second. The second device was used in standard fashion and just before the second cuff angle was approached, the needle detached from the end of device so suture was cut and removed. The third device was used from the right cuff angle and continued past the previously placed stitch and back stitched in routine fashion. As the needle was being removed from the 5mm trocar, the needle was wedged and then broke away from the suture. The break was in the black material above the metal crimp but below the needle itself. The surgeon did fluorescence imaging and plain film with no evidence that the needle was present. The surgeon even tested another needle on a plain film to compare and nothing comparable showed on the film. The trocar was taken apart, emptied the suction canister, all trash and ran the magnet across the room. Another handle and reload was used to resolve the issue in order to complete the case. Surgical time was extended 30 minutes as a result of the event.